Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician opened the velocity delivery microcatheter (velocity) packaging to flush it and noted a broken point in the shaft. The damaged velocity was found prior to use and therefore, was not used in the procedure. The procedure was completed using another velocity.

Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was fractured approximately 63.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed it was partially fractured on its mid-shaft. This damage was likely a result of mishandling during preparation or removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.